Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed during an eternal feeding device placement procedure in 2009. According to the complainant, in the same month, while the patient was bathing, the balloon deflated and became unstable. It was believed that the balloon had possibly ruptured, therefore, it was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant informant from that review, supplemental medwatch will be filed.